Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to an unlocked connector at the display board. The insulin pump was received with a cracked case at display window corners and battery tube threads. The insulin pump was also received with minor scratches on the display window.

Event description:
It was reported that the insulin pump had an unresponsive act button. The blood glucose reading was 376 mg/dl. No significant events leading to the alarm were observed. The customer treated with 9 units of insulin via manual injection. Advised discontinuation of the insulin pump. Nothing further reported.